Event description:
It was reported that the patient¿s implantable cardiac monitor (icm) exhibited an undersensing. No intervention was performed. The clinic will continue to monitor the patient. The patient was in stable condition.